Event description:
It was reported to us that a pericardial hematoma with hemodynamic relevance was formed during the implantation of the lead. The lead was revised.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the existing production documents. The mfg process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All mfg steps were carried out correctly. In summary, there is no indication of a mfg error.